Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Six implants were placed in class ii bone on 8/27/96 during a complex procedure. The clinician reports that the pt had a very narrow maxillary ridge with little depth of bone. Implant in site #12 was removed on 3/19/97 due to pain and swelling. Clinician reports that failure may be due to lack of cortical bone in area with possible overhating of cortical area. He also reports that pt was wearing a provisional denture over the implant.